Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer reported using fiasp insulin. Tandem technical support informed customer that this is off label per the user guide. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.